Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: no unexplained power interruptions observed in the black box download. The battery compartment is cracked alongside of pump and below the bumper pad. The battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. Battery cap contact height and width were found within specifications. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised 24 hours with test cap with no further power issues occurring. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.